Manufacturer narrative:
MFR 1020379-2017-00048 is associated with argus case (B)(4), polident 3 minute tablets.

Event description:
He swallowed the polident. Three minute solution this morning [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt denture cleanser (polident 3 minute tablets) effervescent tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident 3 minute tablets. On (B)(6) 2017, an unknown time after starting polident 3 minute tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute tablets. Additional details, adverse event information was received on (B)(6) 2017. The consumer called and reported that he swallowed the polident 3 minute solution this morning ((B)(6) 2017).